Event description:
The hospital reported that during a coronary artery bypass procedure, four heartstring iii devices would not engage and then release properly. A replacement device was used to complete the procedure. The hospital did not report any pt effects.

Manufacturer narrative:
A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history which would be considered related to the reported event. Investigation results: the devices were returned to the factory for eval. All four devices showed signs of clinical usage. There was no evidence of blood on the devices. The delivery devices were returned outside of the loading devices. The seals were inside the body of the loading devices and remained anchored to the tension spring assemblies. The safety locks and plungers were not depressed on the delivery devices. Based upon the eval results, the reported complaints were confirmed for failure to load. (B)(4).